Event description:
Pentax medical was made aware of an event which occurred in the (B)(6) involving pentax video scope ec38-i10cl. In the event reported, that the colonoscope lost image "blackout" mid procedure. The event timing is in the procedure room during use. There was no adverse event reported with this complaint. No other information provided with this complaint.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Similar model ec34-i10cl-us is available in the USA with a 510k number k190805. The device was received at pentax medical on service order (B)(4) for further evaluation. The device was inspected where the user narrative was not confirmed, the device functioned as intended. On 15-dec-2021, a device history record (DHR) review for model ec38-10cl, serial number (B)(4) was performed and the DHR review confirmed the endoscope had 1 failure found during in-process inspection for hole at the tip. The device was reworked where the defect was remediated and completed manufacturing on 22-feb-2021 under normal conditions, passed all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. If additional information becomes available, a supplemental report will be filed with the new information.